Event description:
It was reported that stent fractured which resulted to additional intervention. The target lesion was located in the left main coronary artery. Following pre-dilatation, a 3.50 x 16mm synergy xd drug eluting stent was advanced for treatment, but it would not cross the lesion. Upon removal, the stent delivery system (sds) broke in half leaving part of it inside the patient. A snare was used to remove the portion of the sds out of the body. The procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that stent fractured which resulted to additional intervention. The target lesion was located in the left main coronary artery. Following pre-dilatation, a 3.50 x 16mm synergy xd drug eluting stent was advanced for treatment, but it would not cross the lesion. Upon removal, the stent delivery system (sds) broke in half leaving part of it inside the patient. A snare was used to remove the portion of the sds out of the body. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR. : synergy xd mr us 3.50 x 16mm stent delivery system (sds) was returned for analysis. Visual inspection identified that the stent had been detached from the delivery system and not returned. A visual, tactile and microscopic examination of the hypotube shaft identified a break at 35.5cm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Microscopic analysis revealed that the balloon cones had no issues. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip showed no signs of distal tip damage. Dimensional testing revealed that the device was returned without the stent attached. The stent outer diameter at the time of manufacturing was within maximum crimped stent profile measurement. No other device issues were identified during returned product analysis.